Event description:
It was reported that, during a real intelligence cori tka surgery, many difficulties were encountered while attaching the milling cutter to one (1) real intelligence robotic drill. The system repeatedly displayed an error message during the calibration of the cutter, despite the trackers being in place and the pointer being in contact with the cutter. However, it was managed to proceed with the procedure, but during the cutting phase the cutter detached from the ri robotic drill. Afterwards, it was unable to reattach it. The procedure was resumed using an equivalent s+n back up product, and no delay or injuries were reported as a result.

Manufacturer narrative:
Additional information was provided by the reporter. Sections b5, d10, e1, e2 and e3 were updated. Internal complaint reference: (B)(4).

Event description:
It was reported that, during a real intelligence cori unknown type of surgery, many difficulties were encountered while attaching the milling cutter to one (1) real intelligence robotic drill. The system repeatedly displayed an error message during the calibration of the cutter, despite the trackers being in place and the pointer being in contact with the cutter. However, it was managed to proceed with the procedure, but during the cutting phase the cutter detached from the ri robotic drill. Afterwards, it was unable to reattach it. The procedure was resumed using a smith and nephew backup device, and no delay or injuries were reported as a result.

Manufacturer narrative:
Internal complaint reference: case- (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.